Event description:
During a rotator cuff repair the tip broke off. The surgeon was trying to retrieve the suture when the tip of the device broke. A -arm was brought into the room and the tip was recovered. A delay of 45-minutes resulted and no patient injury or complications took place.